Event description:
The customer reported that the system had a communication error and would lock up. There were no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, system interface, and video controller boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.